Manufacturer narrative:
Product complaint # (B)(4). Additional information: a2. Patient age at the time of event, a3. Gender. Additional information was requested, and the following was obtained: - what was the date of the procedure? (B)(6) 2022. - what is the name of the procedure? Robotic total hysterectomy and there was an assistant who was working with the doctor, who didn¿t typically work with them. - what was the indication for using the product? Bleeding. - please provide the medical history related to bleeding disorders if any? No bleeding disorder. - please elaborate on which type of bleeding that occurred? How severe? Bleeding occurred immediately after assistant inserted a robotic arm. Bleeding was described as ¿not arterial, large venous, high pressure bleeding.¿ the bleeding couldn¿t be controlled so they first grabbing surgiflo, applied it, placed a rayteck on top, using the robotic arm to hold pressure. - please provide the indication for the surgery? Hysterectomy. - was the (5) surgiflo removed one by one before adding a new device during hemostasis? No hemostatic agents were removed during the procedure; they were applied on top of one another. After each surgiflo was used, the robotic arm was consistently holding pressure, after time had passed (up to 1 hour), they would pull off pressure and bleeding would continue, then another surgiflo would be used. During the first 2 applications of surgiflo, a rayteck was used on top of surgiflo to hold pressure. The operating team then decided not to use the rayteck, because they thought it maybe was pulling off the clot. The same process was repeated, where five total units of surgiflo¿s were used. When the bleeding wasn¿t controlled, they went on to use one unit of vistaseal, which also was not able to control the bleeding. There was some time between the surgiflo and vistaseal that were used and when the baxter products were applied. They did hold compression, and there was time in between each application of surgiflo and vistaseal. - what was the patient outcome? Procedure was completed successfully after bleeding was controlled with baxter products. Floseal was requested, and after the first unit was used the bleeding was beginning to be controlled and slowed down. A second unit of floseal with a mesh wrapped around it and applied with tisseel. The bleeding then became completely controlled. Patient is okay. Went to ICU because of bleeding. - was this case considered serious by the reporter? Yes. - what is the most current patient status? Patient left ICU and is okay. - can specific patient demographics initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? Female. Young (age 38). During the case, because of the bleeding, a vascular surgeon was requested to perform a femoral catheterization to stent the ruptured vessel/ area of bleeding. This was not performed as the materials needed for the procedure were not available at the hospital at the time. The following information was requested, but unavailable: - please provide surgiflo's batch numbers. >>no answer. - please provide vistaseal batch number. >>no answer. - did the patient require blood transfusion? >>not sure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the procedure? What is the name of the procedure? What was the indication for using the product? Please provide the medical history related to bleeding disorders if any? Please elaborate on which type of bleeding that occurred? How severe? Please provide the indication for the surgery? Was the (5) surgiflo removed one by one before adding a new device during hemostasis? What was the patient outcome? Please provide surgiflo's batch numbers. Please provide vistaseal batch number. Was this case considered serious by the reporter? What is the most current patient status? Did the patient require blood transfusion? Can specific patient demographics initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? Event related to uf/importer report number 2210968-2022-100007, uf/importer report number 2210968-2022-100008, uf/importer report number 2210968-2022-100009, uf/importer report number 2210968-2022-100010. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown gynecological procedure on an unknown date and absorbable hemostat was used. After inserting an instrument during the case bleeding occurred. The bleeding was described as "venous artery bleeding". The surgeon used five absorbable hemostats and one fibrin sealant to control bleeding. Initially when using the first four absorbable hemostats, a rayteck was used on top to add pressure. Bleeding was not controlled and rayteck was not used due to the concern it may pull off the clot. Bleeding was not controlled after the fifth absorbable hemostat. One fibrin sealant was then used. The hemostatic agents were not able to control the bleeding. After five to six hours in the case, three competitor products from two different companies were used and the bleed was able to be controlled. After the first competitor product was used, bleeding was beginning to control and slow down. After the second unit of the competitor product was used, mesh was wrapped around bleeding and the third competitor product was sprayed on top. The case was delayed by five hours. Additional information was requested.